Event description:
The customer reported via phone call that they were hospitalized. It was reported that cause of the event was unknown. The customer was assisted with placing the insulin pump on storage mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.